Event description:
I had a hysterectomy in I believe 2005. I had a vaginal one, with a double bladder tie up, in which the mesh was used. I started having problems recently, like abdominal pain, pain during intercourse and some vaginal discharge.